Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of 09 april 2010. In addition, the "device available for evaluation?" Has been updated to reflect the correct date. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a 16-jun-11 letter addressed to (B)(4).

Event description:
A health care facility reported one of their adc meters obtained imprecise readings of 60mg/dl and 300mg/dl within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the 'c' zone, showing the difference between the values is considered clinically significant. It is unknown which meter produced the reported results. There was no report of the death, serious injury or mistreatment associated with this report.

Manufacturer narrative:
Although it is unknown which reported meter obtained the reported results, customer's meter (B) (4) has been requested back for investigation, and a supplemental report will be submitted once investigation results are completed.